Event description:
On (B)(6) 2008 the patient reportedly underwent a lumbar spine MRI. On (B)(6) 2008 the patient presented with recurrent left leg pain radicular in nature from buttock down the lateral aspect of the leg. Per the encounter notes the symptoms were very similar to what the patient had prior to their laminectomy in 1999. The patient also complained of bilateral foot numbness and significant back pain. X-rays showed approx. 1cm spondylolisthesis. An MRI showed a previous laminectomy at l4-5 with severe facet disease and facet synovial cyst. On (B)(6) 2008 the patient presented with significant back and leg pain. A radiographic reviewed showed grade ii spondylolisthesis at l4-5 with facet cysts on the left side as well as stenosis just above the previous laminectomy. The doctor recommended the patient undergo a xlif with plating. On (B)(6) 2008 the patient presented with increasing back pain that went down the left leg. The patient had been diagnosed with stenosis and spondylolisthesis. The patient received final clearance for surgery, on (B)(6) 2008 the patient presented with grade spondylolisthesis, l4-5 ¿ post previous l4-5 laminectomy. The patient underwent surgery which consisted of a xlif 90 at l4-l5 with peek interbody fusion device, infuse bone graft, and formagraft/bone marrow; and lateral plating atl4-l5 using the xlp system. Per the operative report ¿¿.we then inserted the 12 x45 peek interbody device packed with infuse bone graft and formagraft saturated with bone marrow, achieved excellent push and reduced the listhesis to almost 0¿.¿. X-rays and fluoroscopy were utilized to verify alignment and position. No patient complications were noted. On (B)(6) 2008 the patient reportedly underwent lumbar spine x-rays. On (B)(6) 2008 the patient presented with hypertension and underwent chest x-rays which showed no acute cardiopulmonary abnormality. On (B)(6) 2008 the patient presented with low back pain and left lower extremity weakness. The patient underwent a lumbar spine CT which demonstrated interval collapse of the superior endplate with a fracture line that continued into the mid a l5 vertebral body that caused severe canal stenosis and bilateral foraminal stenosis at the l4-l5 level; otherwise stable degenerative changes; and no evidence of fracture of the left lateral fusion hardware. On (B)(6) 2008 the patient presented six weeks post op some low back pain and pain in the left leg and thigh with obvious weakness. The patient had been wearing their brace but was frustrated with it and was not wearing it snug. Radiographs showed a questionable subsidence of the intervertebral body of l5 resulting in collapse of the intervertebral space. Hardware was otherwise intact without fracture. The neural foramina were narrowed. The patient had grade 1 spondylolisthesis anterior at l4 on l5 on immediate post ops. On (B)(6) 2008 the patient presented with back, leg pain, and left groin pain. It was reported that the patient had developed; two weeks post op, significant axial back pain and left leg pain. The patient was wearing a bremer brace. A CT scan was reviewed which showed excellent restoration of height, reduction of the listhesis, and intact lateral plate. There was a coronal fracture below the lower screw on the plate. There was superior as well as inferior endplate fractures of l5. The cage had excellent placement and the screws had not backed out. On (B)(6) 2008 the patient presented with bilateral hip pain over the bursa consistent with bursitis, the patient reported increasing occasional numbness in both feet. X-rays showed increased bone formation at l4-5 with disappearance of the fracture line over the lower endplate of l5, presume secondary to bone healing. The cage and the plate had not migrated. There was still low grade spondylolistheses at l4-5. The patient was released to go back to work on (B)(6) 2008. Oxycodone was discontinued and the patient was prescribed darvocet. The patient would start on steroid iontophoresis of the bilateral hips for bursitis. On (B)(6) 2008 the patient presented four plus months post op with a l5 vertebral fracture that occurred post operatively. The patient had worn the brace ¿faithfully.¿ the patient reported bilateral foot tingling as well as right buttock and leg pain. X-ray showed residual spondylolisthesis which was related to a sagittal coronal fracture to the l5 vertebra. An ap view showed massive bone formation indicating healing due to the presence of infused bone graft as well as formagraft with bone marrow aspirate. There was no migration of the plate or screws and no migration of the interbody device. On (B)(6) 2008 the patient presented with recurrent pain and bilateral lower extremity pain and tingling. The patient underwent a CT guided l3-4 epidural block. No patient complications were noted. On (B)(6) 2009 the patient presented 7 mo post op with a complication of a fracture at the l5 vertebra and subsidence of the cage and hardware. The fracture had healed. The patient reported some back pain and tingling into the legs and feet, left > than right. It was reported that the patient had undergone an epidural injection at l3-4 which had only temporarily helped. X-rays showed a well healed fusion at l4-5. The cage had subsided into the superior endplate of l5 and there was significant callus formation secondary to a fracture of l5 with some slight displacement of the vertebral body anterior and posterior. Hardware was otherwise intact. A CT scanned had shown some stenosis that was moderate at l4-5 superiorly due to excessive bone growth. On (B)(6) 2009 the patient presented with recurrent pain and bilateral lower extremity pain and tingling. The patient underwent a CT guided l3-4 epidural block. No patient complications were noted. On (B)(6) 2009 the patient presented with a healed l5 fracture and bilateral tingling in legs related to stenosis. The patient underwent a CT guided l3-4 epidural steroid injection. No patient complications were noted. On (B)(6) 2009 the patient presented one year post op with secondary fracture of the l5 vertebrae with secondary stenosis. The patient complained of recurrent back pain as well as leg pain, left > than right. It typically went down the legs following the l5 dermatome. The patient had mild weakness to ankle dorsiflexion and ehl on the left as well as some weakness into the quad bilaterally. The patient was mildly overweight. Lumbar spine x-rays were taken which showed a fusion with god bone growth at l4-5. There was a significant wedge fracture with good callus formation of the l5 vertebra with significant depression of the superior end plate. Retropulsion as previously noted was unchanged and appeared well healed. Lateral pate was in place without change. There was some mild degenerative disease in the l5-s1 area as well as thickened facets at l3-4, l4-5, and l5-s1. A CT conducted in (B)(6) 2008 had shown stenosis at the cephalad aspect of l4 extending into the l3-4 area and a wedge type fracture of the l5 vertebra with retropulsion of the proximal fragment through lateral plate that appeared intact. On (B)(6) 2009, in a telephone encounter, the patient reported shortness of breath since they had stopped neurontin. On (B)(6) 2009 the patient underwent labs which showed them with high rdw and lymphocytes ; low mch; low gfr. On (B)(6) 2009 the patient underwent labs which showed them with to have high glucose, creatine, bun, platelets and low mch. On (B)(6) 2009 the patient presented for a pre-op physical and surgical clearance. On (B)(6) 2009 the patient presented with increasing back and leg pain. The patient reported initially doing well after the (B)(6) 2008 surgery; however, after the 4th or 5th week the patient started having increasing back and left leg pain. Per the encounter notes, a post op CT had shown coronal and sagittal fracture of l5 with subsidence of cage that since went on to heal. There was retropulsion of the posterior fragment resulting in stenosis at l4-5 with significant leg symptoms and back pain. Epidurals gave good transient relief and as such surgical intervention was recommended. On (B)(6) 2009 the patient underwent a lumbar spine CT which demonstrated: l2-3 disc was moderately narrowed and dehydrated. There was mild retrolisthesis of l2 on l3. There was a diffuse bulge, moderate facet arthrosis, and mild to moderate canal stenosis; l3-4 disc was mildly narrowed and dehydrated. There was disc bulge, moderate to severe bilateral facet arthrosis, severe canal stenosis, and mild to moderate bilateral neural foraminal stenosis; l4-5 level had been fused. There was a left-sided fixation screw at l4 and a distal fixation screw at l5. The fixation hardware appeared intact. There was interbody fusion that appeared in good position. There was superior endplate compression of the thecal sac and crowding of the nerve root proximally due to the high grade stenosis. There was moderate bilateral neural foraminal stenosis. The patient also underwent a lumbar myelogram which showed spinal stenosis at l2-3, l3-4, and l4-5. On (B)(6) 2009 the patient presented severe bilateral leg pain with claudication and the pre- operative diagnosis of severe lumbar spinal stenosis l4-l5. The patient underwent surgery which consisted of re-exploration of laminectomy and a tlif. Fluoroscopy was utilized for localization during the l4-s1 fusion. It should be noted that per the operative report, that they were unable to cannulate the pedicle of l5 due to significant scoliosis secondary to previous fracture. Another note was that there had been significant cauda equina compression of the medial facet l4-l5. On (B)(6) 2009 the patient underwent lumbosacral x-rays which demonstrated pedicle screw and rod fusion from l4-s1 and left lateral fusion unchanged since last x-ray. There was an anterolisthesis of l4 over l5. On (B)(6) 2009 the patient was discharged from hospital. On (B)(6) 2009, in a telephone encounter, the patient reported having trouble passing urine and burning since the surgery on (B)(6) 2009. On (B)(6) 2009 the patient presented with urinary difficulty and underwent a urinalysis that was positive for e. Coli. On (B)(6) 2009 the patient presented with uti symptoms. Urine and cultures showed e. Coli. The patient was prescribed nitrofurantoin. On (B)(6) 2009, in a telephone encounter, the patient reported difficulty sleeping and anxiety. On (B)(6) 2009 the patient wanted to lower their norco. The patient presented with radicular symptoms. On (B)(6) 2009 the patient requested lower strength pain medications. The patient would be prescribed topamax and davocet. On (B)(6) 2009 the patient presented, six weeks post op, with resolved radicular symptoms; minimal back pain, and some weakness. The patient had lost approx 30 lbs and was having significant problems with uti¿s and constipation. These things were considered related to a 2004 gastric bypass surgery. Lumbar spine x-rays were taken which showed excellent restoration of height at l5-s1 with excellent opening of the foramina. Screws and rods were intact and in place. There was paucity of fusion mass seen at l5-s1. On (B)(6) 2010, approx. 3 mo post l4 to s1 instrumentation with fusion, decompression behind l5 and tlif at l5-s1. The patient presented with improved symptoms. There was tenderness over the greater trochanter ¿ consistent with bursitis. X-rays of the lumbar spine showed opacification across the l5-s1 interbody space with a well-positioned lo interbody device. The screws were intact at l4 and s1. There was solid fusion at l4-5 with spondylolisthesis in that area, which was unchanged. X-rays of the right hip showed a slight narrowing of the space and some irregularities over the greater trochanter. There was a noted that the patient had gained weight. On (B)(6) 2010 the patient presented with bursitis and was taught how to do independent steroid iontophoresis therapy. On (B)(6) 2010 the patient presented for a f/u after an ER visit where the patient was unsteady of their feet. At that time blood studies were conducted which showed the patient had a slightly high hyperkalemia and dehydration. The patient reported feeling ¿zingers¿ in legs and that the feet got numb and tingly. The patient had stopped taking topamax the week previously. The doctor wanted to rule out medication side effect and also was considering a nerve conductive/emg study. On (B)(6) 2010 the patient presented ble radiculopathy versus neuropathy and underwent an electromyography whose results were consistent with chronic bilateral s1 radiculopathies. Mild active denervation potentials were present distally in the s1 myotomes. There was also what appeared to be a mild conduction delay through the s1 nerve roots. Possible stenosis. There was no evidence of focal neuropathy. On (B)(6) 2010 in a note written about the (B)(6) 2010 electromyography results: ¿chronic bilateral s1 radiculopathy probably not the reason for your symptoms.¿ on (B)(6) 2010, approx 6 mo post op, the patient presented with some symptoms of right hip bursitis and little back pain. Lumbar spine x-rays showed excellent lordosis form l4-to s1 with solid fusion at l5-s1. On (B)(6) 2011 the patient was ¿doing very well¿. No leg or back pain, no numbness in leg. The patient did report occasional tingling in the feet and pain due to arthritis and fibromyalgia. The patient could no longer take anti-inflammatories for this pain due to gi bleeding secondary to peptic ulcers. X-rays of the lumbar spine were reviewed. They showed excellent fusion across the l4-5 area. The fracture was completely healed. There was also solid fusion at l5-s1. Screws were intact with no evidence of loosening and rods were intact. On (B)(6) 2012 the patient presented right leg pain; knee pain bilaterally; bursitis in the right hip; and some low back pain. X-rays showed good fusion l4 to s1 with intact hardware with no evidence of loosening or migration. The l3-4 level did show low grade spo ndylolisthesis which was new compared to previous films. Assessment: solid fusion l4 to s1; possible adjacent segment disease l3-4; and possible sagittal mal-alignment. The patient was fitted for a 10¿ boa brace. On (B)(6) 2012 the patient presented with pain and underwent lumbar spine x-rays which demonstrated posterior rod, left lateral plate, and interbody fusion between l4 and s1 and mild to moderate l3-4 disc degeneration and grade 1 anterolisthesis of l3 on l4 increasing with flexion and decreasing with extension. On (B)(6) 2013 the patient presented back (sacral and lumbosacral in the midline) and leg pain. The patient reported that when they utilize the brace they have pain. The patient also voiced the wish to avoid another surgery if at all possible. Per the encounter notes the patient stood kyphotic and was tilting the pelvis and flexing the knees. Imaging studies were reviewed which showed 32 degrees of pelvic tilt with slightly anteriorly decompensated sagittal alignment. There was less than optimal lumbar lordosis given the high pelvic incident. Assessment: adjacent segment disease with listhesis at l2-3 and l3-5 and moderate sagittal mal-alignment with increased pelvic tilt and positive sagittal alignment. On (B)(6) 2013 the patient presented with left shoulder pain. The patient complained that it was constant, with aching down the left arm and was causing difficulty sleeping. X-rays showed calcific tendonitis of the left greater tuberosity. The patient received a cortisone injection. No patient complications were noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on : (B)(6) 2008, the patient presented with preoperative history and physical for l4-5 xlif with lateral plate and iliac crest graft (B)(6) 2008, the patient presented with following preoperative diagnosis : grade 2 spondylolisthesis , l4-5. ; status post previous l4-5 laminectomy. He underwent following operating procedure : 1) xlif 90 at l4-5 with peek interbody device,rhbmp/2 ,and bone marrow . 2) lateral plating at l4-5 . 3) surgeons driven intraoperative emg, nerve root monitoring .per op notes , the surgeon entered the disc space under ap fluoroscopy using an osteotome and then cobb and then rotate cutters, performed total discectomy, dilated the disk space slowly until he was able to insert a 12 mm trial. He the inserted the peek interbody device packed with rhbmp/2 and formagraft saturated with bone marrow, achieved excellent purchase and reduced the listhesis to almost 0. (B)(6) 2008, the patient presented for follow-up status post l4-5 xlif. She underwent physical and radiographical examination. Assessment : possible subsidence of intervertebral body into vertebral body of l5 and displaced narrowing ; left quadriceps weakness ; greater trochanteric bursitis left leg ; it hand syndrome left leg secondary to #4 (B)(6) 2008; (B)(6) 2009, patient underwent CT lumbar spine without contrast. Impression : 1)the l2-3 disc is moderately narrowed and dehydrated. There is a mild retrolisthesis of l2 on l3. There is a diffuse disc bulge. 2) the l3-4 disc is mildly narrowed and dehydrated. There is a diffuse disc bulge. There is moderate to severe bilateral facet arthrosis. There is severe canal stenosis at this level. (B)(6) 2009, patient underwent lumbar epidural injection . Impression : CT guided l3-4 lumbar epidural block, this was the third injection of a series of three. (B)(6) 2009, the patient presented for recheck up of her back. Radiography reviews confirmed status post l4-5 xlif. 2. L5 vertebral fracture, healed. 3. Back pain. 4. Spinal stenosis at l4-5. 5. Leg pain left greater than right. Also requested for medicine refill (B)(6) 2009, patient presented for cbc and laboratory tests , panel tests , c-reactive protein (B)(6) 2009, the patient presented with preoperative history and physical for re-exploration l4-5 laminectomy, tlif at l5-s1, iliac crest aspiration and instrumentation atl4-s1 (B)(6) 2009, the patient underwent radiography . Impression : no acute cardiopulmonary abnormality seen (B)(6) 2009, patient presented with preoperative history and physical for l4-l5 re-explore laminectomy, l5 tlif with iliac crest. Aspiration, posterior percutaneous instrumentation l4-s1 and neurovision monitoring. She underwent c arm fluoroscopy during lower lumbar fusion. Impression: fluoroscopic images for localization during l4 through s1 fusion. (B)(6) 2012, patient presented with right leg pain. She underwent imaging procedure . Impression : posterior rod, left lateral plate, and inter-body .fusion between l4 and s1 . (B)(6)2013, the patient presented status post l4 to s1 instrumentation with fusion, decompression behind l5, and tlif at l5-s1 . X-rays of the lumbar spine were done and reviewed. Imaging study showed solid fusion at l4-swith spondylolisthesis in that area , screws were intact at l4 and s1 and opacification across the ls-s1 interbody space with a well positioned lo interbody device. (B)(6) 2013, the patient presented for evaluation of her leg pain. She stands kyphotic and is tilting the pelvis. Assessment (x-rays) : adjacent segment disease with listhesis at l2-3 and l3-4 ; moderate sagittal mal-alignment with increased pelvic tilt and positive sagittal alignment (B)(6) 2013, the patient was available for orthopedic evaluation of left shoulder pain. She was diagnosed with calcific tendinitis confirmedfrom her x-ray examination.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.